Manufacturer narrative:
The design proposal for the implant was reviewed and approved by the surgeon following communications between the surgeon and stanmore implants. The device was designed based on imaging supplied by the surgeon and was manufactured to the surgeons agreed requirements with no relevant reported non-conformances. The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw). Further information such as product return, postoperative x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. Device remains implanted.

Event description:
It was reported that accurate alignment of stem was difficult. The stem protruded through the superior/posterior ilium. The patient returned to operating room four months after implantation to have the protruding stem cut off .